Event description:
The customer reported that the device was unexpectedly powering on and off.

Manufacturer narrative:
The customer reported that the device was unexpectedly powering on and off. A philips field service engineer (fse) evaluated the device at the customer site and verified the failure. It was determined that the battery did not have good contact. The fse resolved the issue by cleaning the contacts on the battery and on the battery pca.